Event description:
There was an allegation of questionable results from coaguchek vantus meter, serial number (B)(6). At 7:00 pm the meter result was 3.1 inr. At 7:05 pm the meter result was 1.4 inr. The customer's therapeutic range is 2.5-3.5 inr. Customer tests on a weekly basis.

Manufacturer narrative:
Coaguchek vantus serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.